Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they were getting no delivery alarms even after a set change. The medtronic rep dispatched emergency medical personnel to check on the customer. The customer's blood glucose was unknown at the time of the incident. The customer was wearing the insulin pump during the incident. The customer was advised to disconnect at the quick release to see if the insulin would drip out. The customer did not disconnect and an unknown amount of insulin was administered into the customer's body. Troubleshooting was not completed due to the customer going low and wanting to eat. The customer had air bubbles in their reservoir. The insulin pump will not be returned for analysis.